Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Treatment, hospitalization or outcome were not reported. It was not reported if pd therapy was ongoing. No additional information is available.